Event description:
It was reported that the remote home monitoring system issued an alert for high out of range shock impedance measurements for the right ventricular (rv) lead. The shock impedance measurements ranged from 123 to 125 ohms for this single coil lead. It was noted to be a gradual rise from 100 ohm range since the beginning of the year. Boston scientific technical services (ts) was consulted and discussed possible calcification and the option for monitoring. The rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that the remote home monitoring system issued an alert for high out of range shock impedance measurements for the right ventricular (rv) lead. The shock impedance measurements ranged from 123 to 125 ohms for this single coil lead. It was noted to be a gradual rise from 100 ohm range since the beginning of the year. Boston scientific technical services (ts) was consulted and discussed possible calcification and the option for monitoring. The rv lead remains in service and no adverse patient effects were reported. Additional information was received that the patient was brought into the office and no issues were noted with testing. At this time the clinic has opted to continue to monitor the patient via the remote home monitoring system. The rv lead remains in service and no adverse patient effects were reported.